Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and an implantable cardioverter defibrillator (ICD) was receiving inappropriate therapy. An invasive procedure was performed and the physician elected to cap the rate sensing portion of the lead and replace the ICD. A new rate sensing lead was implanted.